Manufacturer narrative:
It was alleged that the patient had requested the application of heat to manage chronic pain and fibromyalgia. In response, a tp700 and mul-t-pad were placed in the same room as the patient so that it could be used intermittently. It was identified that the patient had been using the pump and pad without medical supervision, using a pillow case to prevent direct contact with the skin. A few days later, the patient woke complaining of pain in her left arm. When examined by the nurse it was noted that the pillow case had slipped and the heating pad had come in direct contact with the patient's skin causing erythema and a small blister on her elbow. The user facility could not report for how long the pad had been on the patient as the patient was using the pump and pad without medical supervision. The user facility could not report the serial number of the tp700 or the lot number of the mul-t-pad as the incident was initially believed to have not caused an injury (patient initially only exhibited erythema) and the serial/lot number was not recorded. The patient later developed small blistering. Donna reported that the patient did not require any medical intervention and was not administered any treatment following this event as the blisters were minor. Device not returned

Event description:
It was reported by the user facility report # (B)(4) that allegedly a patient developed erythema and small blister on her elbow due to the temperature therapy pad coming into direct contact with the patient's skin during use.

Event description:
It was reported by the user facility report # (B)(4) that allegedly a patient developed erythema and small blister on her elbow due to the temperature therapy pad coming into direct contact with the patient's skin during use.

Manufacturer narrative:
Supplemental submitted to include UDI. Device not returned.

Event description:
It was reported by the user facility report # (B)(4) that allegedly a patient developed erythema and small blister on her elbow due to the temperature therapy pad coming into direct contact with the patient's skin during use.